Event description:
It was reported that the battery is not holding a charge. There was no patient involvement.

Manufacturer narrative:
The source notes indicate that the battery should be replaced. Multiple attempts were made to request information regarding resolution of the reported problem, whether the customer ordered the part or not. No sufficient response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.